Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter phone number: (B)(6). Manufacturer phone number: (B)(4). Device evaluation: the product testing could not be performed as the device was not returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing process record was evaluated, and no nonconformity report was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) trailing haptic was stuck at the tip of injector plunger during the iol insertion and broke upon implantation into the patient's eye. The broken iol was removed mediately and it was replaced with a new lens during the same procedure. There was a 15 minutes delay in the procedure. There was no vitrectomy performed and no incision enlargement or sutures were required. It was noted that the lens is not available for return. Post-op day one ( pod1) visual acuity (va) after implanted with standby icb00 unit was reported to be 6/6. No further information was provided.